Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly. The customer stated that when she pressed the b and a buttons or tried to input her numbers into the insulin pump, she had to press the keypad very hard in order to garner a response. She stated that she would have to press the esc and b buttons for the second or third time before the process would proceed. She stated that she did not feel safe using the insulin pump and that she believed the buttons were stuck. The customer also reported that the back of the insulin pump was broken at the belt clip. The customer did not know the blood glucose reading and stated that no serious injury or hospitalization resulted from the event. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no bolus, escape and act button response due to flattened button dome switch. The insulin pump has minor scratched display window and cracked reservoir tube lip. The insulin pump was received without the original pump belt clip and no damage on the belt clip slot noted.